Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to: d3 (country type and country). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported the paper tab was missing from the non patient end of the needles. Not loose in the box either. Dc consumer reported the non patient end needles was bent on these needles lot # 3094459. Catalog# 320550 . Date of event unknown. Sample status discard dc.

Manufacturer narrative:
H3 other text : device is not available.